Event description:
Doctor recommended thermiva. I was burnt during procedure. Dr hasn't even called me back. I had to see another dr. Did a urine test and found contamination. Pain even with antibiotics persists. This was ddt one in a dr's office. In a lot of pain. Same dr will see me in 2 days and has no concern for my health. FDA safety report ID# (B)(4).